Manufacturer narrative:
The customer indicated the devices were discarded. The devices were not returned to hospira for testing and investigation; therefore, attribution of the issue to the devices could not be determined. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).

Event description:
General report received of an unspecified number of undocumented incidents of air in the tubing distal to filters. The extension sets were being used to deliver unspecified volumes of tpn. After unspecified lengths of time in use, it was reported that unspecified volumes of air were noted distal to the filters. No air was delivered to the patients. After the air was noted, the nurses either disconnected the extension sets from the patients and re-primed the extension sets to remove the air, or the extension sets were replaced and the therapies were resumed. There were no reported adverse patient effects and no reported delays of therapy critical to these patients. No medical interventions were required. Though requested, no additional information was provided.